Event description:
It was reported that the arctic sun device was failing calibration for low flow. Per review of wo notes on 27aug2025, the flowmeter had failed. Theye would like to send this device into the depot for 2000-hour service. Per sample evaluation results on 22oct2025, the flow meter impeller was not spinning. Also, an additional complaint for the tank seals were cracked/splitting. Another complaint, the chiller molded tube was replaced due to splitting upon removal of the tank.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed flowmeter. The arctic sun 5000 was evaluated upon receipt. Flow meter impeller was not spinning. Flow meter was replaced. An electrical safety test was performed. A final inspection was performed. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was failing calibration for low flow. Per review of wo notes on 27aug2025, the flowmeter had failed. Theye would like to send this device into the depot for 2000-hour service. Per sample evaluation results on 22oct2025, the flow meter impeller was not spinning. Also, an additional complaint for the tank seals were cracked/splitting. Another complaint, the chiller molded tube was replaced due to splitting upon removal of the tank.